Event description:
Per additional information provided: (B)(6) 2014: patient was diagnosed with bilateral recurrent hernia thereby underwent open repair with the implant of two perfix plug. Per operative notes, ¿on right side, direct hernia sac was identified and excised. A perfix plug (device #1) was placed in that area, secured with tacker, and then onlay synthetic mesh was placed on the inguinal floor, secured medially to the pubic tubercle, inferiorly to the shelving edge, superiorly to the conjoined tendon, laterally to each other. The exact same surgery on the left side was performed and the hernia was in the internal ring. Then a perfix plug (device #2) and onlay synthetic mesh was used to fix that just as on the other side.¿ (B)(6) 2017: patient was diagnosed with umbilical hernia and recurrent bilateral inguinal hernias thereby underwent robotic assisted laparoscopic repair. Per operative notes, ¿a small umbilical hernia containing omentum was reduced. The umbilical hernia defect and bilateral inguinal hernias were seen. The left sided hernia contained colon. A plug (device #1) was also found adherent to the spermatic cord and the hernia defect was completely reduced and placed left-sided synthetic mesh. On right side, a direct hernia was found at the midline. There was an old mesh (device #2) in the direct hernia. The hernia was completely reduced and placed right-sided synthetic mesh. The umbilical hernia was closed laparoscopically using suture.¿ attorney alleges that the patient had adhesions.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per medical records review, about 3 years 8 months post implant of perfix plug, patient was diagnosed with hernia recurrence and adhesion thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-aug-2013) is considered to be a best estimate. This emdr represents the perfix plug (device #2). An additional supplemental emdr was submitted to represent the perfix plug (device #1). Note: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.